Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited far r-wave over-sensing resulting in inappropriate automatic mode switch. No intervention was reported. No patient consequences were reported.